Event description:
Philips received a complaint from customer reporting a power failure on a v60 ventilator. The device was not in clinical use. There was no report of patient/user harm. A philips authorized service provider (asp) evaluated the unit and confirmed the reported problem of the ac power failed to boot up. The asp determined the failure was due to faulty power supply module. The power module was replaced. The device was operational after repairs were completed.

Manufacturer narrative:
(B)(6).